Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15888. It was reported, the patient was not receiving adequate stimulation. The sjm rep met with the patient and diagnostic testing revealed invalid impedance readings on both pns lead (off-label) contacts. Surgical intervention was undertaken and both leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.